Event description:
Customer initially called for assistance in assigning room to a zone light. No further review with customer it was determined that a code blue was initiated for a pt at location ICU who had fainted when exiting the bed and began to hemorrhage. Customer alleges that the code did not display, at a remote location, causing a delay in the arrival of the code team. Pt was stabalized and transferred to another facility. No adverse outcome to pt.